Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with cystoscopy, anterior and posterior repair and vaginal hysterectomy due to sui and cystocele, menorrhagia and pelvic pressure. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, rectocele, squamous mucosa and parakeratosis. It was reported that the patient underwent several in-office mesh revisions for exposed mesh. It is reported that the patient underwent vaginal excision of mesh due to mesh erosion and rectocele on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information.